Manufacturer narrative:
UDI: (B)(4). Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation of the returned mayfield skull clamp. The lock has rotational and lateral movement and a residue buildup is present. General pm is required and worn parts needs to be replaced. The observed condition is likely caused by improper handling/ wear and tear. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device involved in the reported incident is available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report number 3004608878-2020-00658.

Event description:
This is 1 of 2 reports. A biomedical technician reported a failure on the locking mechanism on both of the clamps of the mayfield skull clamp. There was no known injury or surgical delay.